Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a total laparoscopic hysterectomy, the distal tip of the black part of the cannula got deformed when it was used for dissection with the l-hook part pulled in. Another device was used to complete the case. There was no patient injury.